Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via an 8f sheath hole at each site prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed in the rcfa. The sutures of two proglide devices were successfully pre-placed in both access sites. The sheath was upsized to 14f in the rcfa and 12f in the lcfa. The pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. The two sutures were being tightened in the lcfa and did not achieve complete hemostasis due to calcium. One suture was therefore tensioned tightly and broke. Another proglide suture was added to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: a spelling mistake for calcium was noted in the initial reported information.

Event description:
It was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via an 8f sheath hole at each site prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed in the rcfa. The sutures of two proglide devices were successfully pre-placed in both access sites. The sheath was upsized to 14f in the rcfa and 12f in the lcfa. The pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. The two sutures were being tightened in the lcfa and did not achieve complete hemostasis due to calcium. One suture was therefore tensioned tightly and broke. Another proglide suture was added to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.